Event description:
Caller reported that the t:slim x2 pump battery would not charge due to a power source alert, identified as alert 07, in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer had to hold the charging cord in place to start charging and was advised to replace the cord. Tandem technical support agreed to send a replacement charging cable and wall adapter via two-day shipping, with a follow-up planned. If the battery depletes before receiving the replacement supplies, the customer was instructed to continue using the pump.